Event description:
A hospital in (B)(6) reported that the plastic tubing of an mr290 autofeed humidification chamber broke between the water feedset tube and the spike adaptor after being in use for a week. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to fisher & paykel for investigation as the hospital has reported that it has been discarded. Without a complaint device we are unable to determine what caused the problem observed by the customer. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state: "perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient".

Event description:
A hospital in (B)(4) reported that the plastic tubing of an mr290 autofeed humidification chamber broke between the water feedset tube and the spike adaptor after being in use for a week. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.